Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irreg ularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in august of 2020 from lot number 06b2098707 (06b2098707-015). It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.